Event description:
It was reported that a crew was on scene of a cardiac arrest patient, when the monitor would not shock. A backup device was obtained, and used throughout the remainder of the call. There was no adverse effects to the pt reported during this event.

Manufacturer narrative:
During an evaluation of the device, it was observed that a ribbon cable became detached from the therapy pcb resulting in a failure to deliver energy appropriately. The cable was reattached and passed all functional and performance testing. The unit was then returned to the customer for use.